Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed has a device that was having inlet pressure issues and replaced the circulation pump but not it was failing for calibration error 2 (pre-warm inlet pressure error), biomed would check the clamp and thermistor 3 that removed during the pump install. Per additional information received on 23dec2022, no patient impact was reported. Replacing the circulation pump assembly fixed the problem. Per email response received on 23dec2022, per biomed there was no patient involvement reported. Biomed replaced the circulation pump assembly which fixed the problem.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a circulation pump component failure. Biomed would check the clamp and thermistor 3 that was removed during the pump install. Per additional information, no patient impact was reported. Replacing the circulation pump assembly fixed the problem. Per biomed, there was no patient involvement reported. Biomed replaced the circulation pump assembly which fixed the problem. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the biomed has a device that was having inlet pressure issues and replaced the circulation pump but not it was failing for calibration error 2 (pre-warm inlet pressure error), biomed would check the clamp and thermistor 3 that removed during the pump install. Per additional information received on 23dec2022, no patient impact was reported. Replacing the circulation pump assembly fixed the problem. Per email response received on 23dec2022, per biomed there was no patient involvement reported. Biomed replaced the circulation pump assembly which fixed the problem.